Event description:
It was reported that the patient presented with chronic severe back pain which radiated into her lower extremities and impaired her mobility. The patient was diagnosed with spinal stenosis and spondylolistheses at l4-l5 and l5-s1. Imaging studies showed post-surgical defects at l4-l5 from the previous laminectomy and grade I spondylolisthesis of l5 on s1, facet arthropathy and mild listhesis as well as foraminal narrowing and mild degenerative disk disease at both levels, mild distortion of the thecal sac. The patient underwent an l4-l5 and l5-s1 lumbar laminectomy revision bilaterally; lumbar instrumentation segmental at l4, l5 and s1; lumbar fusion posterolateral at l4-l5 and l5-s1; lumbar autograft and bmp application; posterior interbody lumbar fusion level l4-l5, l5-s1; application of allograft on anterior lumbar application and "biomechanical cevise interspaces;" intraoperative fluoroscopy, and neurological monitoring with emg and ssep under general anesthesia. "Stenosis" was listed among intraoperative findings. Interbody devices, rhbmp-2/acs, posterior instrumentation, cancellous chips, and putty were used. Post-op, the patient complained of ongoing and extreme and worsening pain in her back and lower extremities, eventually experiencing the condition known as "foot drop." Forty five (45) days post-op, a CT ls-spine without contrast was performed and allegedly showed "postsurgical laminectomy changes at the l3-4 through l5-s1 levels, with bilateral pedicle screws and rods at l4-s1 and an additional horizontal adjoining bar at l5; intervertebral disk cages/spacers are present; posterior migration centrally of the l4-l5 spacer and surrounding disk into the ventral epidural space and spinal canal and resultant near moderate canal stenosis was visualized; also seen was posterior migration right paracentrally of the l5-s1 vertebral disk cage/spacer and surrounding ventral epidural region and spinal canal and resultant anterior right-sided canal stenosis; also visualized was moderate bilateral foraminal stenosis at l5-s1 and l4-l5; extensive streak artifact limits evaluation of the spinal canal at the l4 through s1 levels." Fifty eight (58) days post-op, the patient was admitted to the hospital with a diagnosis of l4- to s1 lumbar stenosis status post l4 to s1 tlif for a revision surgery. The dictation of patient's history and physical reportedly noted that the patient was "status post l4-s1 decompression and insufflated effusion with migration of interbody spaces at l4-l5 and l5-s1, with a resultant neuro test of 3-5 on right ehl and peroneal with right-sided lumbar radiculopathy," and further noted the impression of lumbar stenosis l4-l5 right side and planned to go forth with revision lumbar decompression fusion at levels l4-s1 with exploration of fusion mass. The patient underwent a revision surgery, and reportedly, the operative report stated a pre-operative and post-operative diagnosis of "failed hardware of lumbar spine", and procedures performed were listed as: lumbar laminectomy, revision of bilateral, l4/5 and l5/s1; lumber instrumentation, removal of hardware, instrumentation of hardware, posterolateral "effusion" lumbar autograft, lumbar allograft, application of posterior interbody lumbar "effusion", application of allograft anterior lumbar, application of biomechanical device interspace, all at l4-l5 and/or l5-s1, with intraoperative fluoroscopy and neuro monitoring with electromyogram and somatosensory evoked potential. Reportedly, intraoperative findings noted in the report were "hardware failure at l5/s1 and well-fixed implant l4/5." During the procedure, screws and rods were removed and an extractor was used to remove the loose and migrated interbody spacer; a new spacer was inserted. During the procedure, the surgeon shaved the space of the l5/s1 from 10 mm up to 12 mm and inserted a 12 mm implant and set screws were applied, deformity was corrected, and the wound was irrigated, bone graft applied, and the wound was closed.

Event description:
On (B)(6) 2011 patient presented with ¿in a lot of pain, claiming the pain is 10 out of 10¿ surgery was completed in (B)(6) 2011. Patient was admitted for elective fusion of the lumbar spine. ¿patient uncooperative, unable to obtain neuro or admission assessment at this time. Pt. C/o severe pain, unable to assess where pain is located, pt will not verbalize where pain is.¿ on (B)(6) 2011 patient states ¿I can¿t feel my leg¿. Pain rating 9/10. On (B)(6) 2013 cat scan w/o post process. No compression fracture; no malalignment; atypical positioning of the disc spacer devices concerning for displacement. On (B)(6) 2009 - MRI of the lumbar spine with and without contrast / low back pain into right lower extremity status post previous lumbar surgery. On (B)(6) 2010: CT brain wo contrast: c/o fall injury to head. No evidence of acute cerebral infarction or hemorrhage. Suggest cerebellar ectopia, further study by MRI suggested. On (B)(6) 2010 - ankle 3+ views c/o pain left ankle after falling, twisting it spurring and mild swelling soft tissues; all else normal (B)(6) 2010 ls spine 4 views+ c/o back pain, injury: postsurgical and chronic changes-pars defects at l4; laminectomy defects at l4 and ls; first degree spondylolisthesis at l4 unchanged from (B)(6) 2009. Lumbar pedicles intact. Minor first respond listheses of l5 on s1 also noted on prior study. No acute osseous path. On (B)(6) 2011 pt presents with residual leg discomfort worsening and back pain worsening, and hip bursitis. On (B)(6) 2011 lumb sac spine obl 4+ views (B)(6) 2011 pt presents with pain in back and legs at 10/10. On (B)(6) 2011 - MRI spine w/wo cont (B)(6) 2011 patient presents with ¿bi-foraminal narrowing greatest at l4-5 and l5-s1 in patient refractory to nonoperative treatment¿ (B)(6) 2011 pre-op chest 2 views (B)(6) 2011 lumbosacral spine 2 views; fluoro >1 hour (B)(6) 2011 surgery - lumbar laminectomy revision l4-5, l5-s1; posterior interbody lumbar fusion l4-5, l5-s1 with autograft and bmp. Post-op lumbosacral spine 2 views (B)(6) 2011 ¿ post-op follow up exam (dr. Rahul shah) ¿right leg weakness (B)(6) 2011 post-op follow up exam (dr (B)(6)) pain increasing; lumb sac spine obl4+ views (B)(6) 2011 CT l5-spine wo contrast (B)(6) 2011 7 week post-op follow up exam (dr (B)(6)) (B)(6) 2011 pre op clearance chest 2 views (op was revision surg) (B)(6) 2011 l4 to s1 revision of tlif; ¿lumbar decompression/fusion/levels: l4-s1 with exploration and fusion mass¿. ¿it was noted the cage had slipped posteriorly and needed to be revised.¿ on (B)(6) 2011 lumbosacral spine 2 views (B)(6) 2011 - post-op follow up exam (dr (B)(6)) (B)(6) 2011 patient fell; increased pain (B)(6) 2011 lumbar myelogram; lumb sac spine 4+ views; ¿status post l4 to si decompression and instrumented fusion revision with recent fall and possible internal derangement.¿ on (B)(6) 2011 post-op follow up exam (dr (B)(6)) v 2011 pt seen for chronic low back pain radiating to right leg (B)(6) 2011 CT lower extrem wo/contrast; lumbosacral spine 4+ views; pt presents unable to walk; right hip pain. Severe avn of right femoral head with fragmentation and collapse of it's articular surface. Posterior fusion hardware is partially visualized at the l5 junction. Lucency is noted around the right sacral screw, suggestive of loosening/micro motion. This finding is new since the prior CT of the lumbar spine from 05/06/11. Interbody cages at l4-5, l5-s1 are similar in position to the prior study. On (B)(6) 2011 - lspine wwo contrast: fusion devices noted at l4-5, ls-sl. L4-5 fusion device has migrated 7mm into the spinal canal effacing the ventral thecal sac and resulting in mild to moderate canal stenosis. L5-s1 fusion device has also migrated posteriorly right paracentrally and laterally approx 8-9mm resulting in moderate right sided canal stenosis, marked lateral recess encroachment and moderate to severe right sided foraminal narrowing. There is also mild left and mild to moderate right sided foraminal narrowing l4-5. See report for other findings. Impression: abnormally posteriorly migrated/displaced intervertebral fusion device at l4-5 centrally resulting in mild to moderate canal stenosis. Abnormally posteriorly migrated/displaced intervertebral fusion device at l5-s1 right paracentrally and laterally resulting in moderate right sided canal stenosis and moderate to severe right sided foraminal narrowing as described. (B)(6), md (B)(6) 2012 right total hip replacement by dr (B)(6) to treat avascular necrosis and degenerative joint disease.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 pa chest film normal ap pelvis, ap thoracolumbar and lumbar spine show previous left sided laminectomy at l4 and l5. On (B)(6) 2009 pa and lateral chest x-ray normal (B)(6) 2009 multiple x-rays lumbar show no spondylolisthesis, good maintenance of disc height, no evidence of avn in hips. Facet arthropathy is seen at l4 and l5. 4 views right knee appears normal (B)(6) 2009 three views left foot appear normal. Minimal calcaneal spur (B)(6) 2009 MRI right knee shows intact cruciates, no evidence of meniscal tears, no avn or bony changes. On (B)(6) 2009 MRI lumbar some desiccation is seen of the l4 and l5 discs. Annular bulge is noted at l4. Previous laminectomies are seen l4 and l5 left. Soft tissue changes are noted dorsally consistent with previous surgery. No stenosis is noted. No significant spondylolisthesis is apparent. On (B)(6) 2010 brain CT normal (B)(6) 2010 3 views left ankle and foot normal with exception of small calcaneal spur. No acute injury is apparent. On (B)(6) 2010 let foot and ankle MRI appears normal. On (B)(6) 2010 lumbar x-rays 4 views previous left l4 and l5 laminectomy is again seen. No other problems are detected in the lumbar spine. Severe osteonecrosis is seen of the right hip. On (B)(6) 2011 4 x-rays lumbar spine previous laminectomy is noted at l4 and l5, predominantly on the left. Minimal spondylolisthesis is noted at l4 and l5 of a few mm at most with good maintenance of disc height at l4 and l5. Oblique views and dynamics show no more than a mm or two of translation. Pars appear intact. Facet arthropathy is noted. On (B)(6) 2011 lumbar MRI sagittal t2 weighted images show previous midline tissue disruption from laminectomy in 2007. Discs at l4 and l5 show mild annular bulge, but surprisingly good hydration and no significant stenosis. Axial views confirm no foraminal or central stenosis with previous left sided laminectomy at l4 and l5. Dural sac is distorted out into the laminectomy defect. No signs of arachnoiditis. Mild facet arthropathy is noted. On (B)(6) 2011 lumbosacral x-rays lateral views verify same capstone position as noted postoperatively. L5 spacer is mid disc, l4 spacer is slightly dorsally mal-aligned. On (B)(6) 2011 4 x-ray views lumbar postop films no show pedicle screw construct at l4, l5 and s1 with single capstone spacers in l4 and l5 placed from the right side. Crosslink is in place. Initial postop lateral appears to show the l5 spacer in mid disc and by this date it is migrating posteriorly, but remains within the disc space. The l4 spacer is in the posterior aspect of the disc space with the back of the capstone penetrating the posterior annulus. This is a sub-optimal position. On (B)(6) 2011 4 x-ray views lumbar compared to the films of 7 april the spondylolisthesis at l4 and l5 have recurred. The capstone spacers are in the same anatomical position in relation to the endplates below that they were in on the earlier films, however the worsening spondylolisthesis has left the uncovered on their cephalad surface. On (B)(6) 2011 lumbar CT 3d views are not specifically helpful. Sagittal views again show migrated spacers posteriorly, worse at l5 than l4. Axial views are degraded significantly by metal artifact. Placement of spacers can be verified as partially within the canal in midline. The greatest degree of neurologic compression occurs to the right s1 root. On (B)(6) 2011 pa and lateral chest films appear normal (B)(6) 2011 8 intraoperative flouro shots show the rods removed and removal with preparation and replacement of the capstone at l5/s1 in a better, more ventral position. No sign of revision of the l4 spacer is seen. On (B)(6) 2011 ap and lateral lumbar films taken one day postop verifies better position of the l5 spacer, but still posteriorly malaligned l4 spacer. Screws and rods are well positioned. On (B)(6) 2011 4 x-rays of the lumbar spine show interval pull out of one of the l4 screws as well as clear subsidence through the s1 endplate and l5 endplate along with posterior migration of both spacers. Disc space at l5 is now narrowing and becoming sclerotic posteriorly. Lumbar myelogram constriction of the dural sack can be seen at l4 that is worse on the right with cut off of the l5 root. Lesser constriction is seen on the right at l5 with cut off of the s1 root on the right as well. Post myelogram CT this studies shows significant dural sac compression by both capstone spacers. The l4 spacer posteromedial edge indents the dural sack in midline. Bone about the back of the spacer causes significant central and right lateral recess stenosis. The l5 spacer causes its most dramatic effect upon the right s1 root, which it compresses allowing no dye into the s1 root sleeve. Coronal, and sagittal reconstructions verify the above findings. The axial views show the nerve compression the best. On (B)(6) 2011 echocardiogram video. Does not pertain to medtronic implants. On (B)(6) 2011 CT lumbar spine shows the capstone position at l4 and l5. The l5 capstone clearly compresses the right s1 root. Heterotopic bone formation is also s suspected in the l5 root foramen on the right that could affect the right l5 root. The l4 spacer definitely contacts the l5 root on the right compressing it against the l5 pedicle. Heterotopic bone is also present in the region of the right l4/5 foramen that could affect the l4 root although it appears to exit before the heterotopic bone has a chance to compress it significantly. CT pelvis shows fragmentation of the right femoral head consistent with osteonecrosis along with protrusion. 4 x-ray views of the lumbar spine again show migration of both spacers posteriorly. Good position is maintained of screws, and overall alignment of l4 to s1 is excellent. On (B)(6) 2011 two views of the right shoulder appear normal (B)(6) 2011 contrasted CT brain appears normal. Pa and lateral chest x-rays appear normal. Slight anterior disc disease is beginning in the dorsal spine increasing thoracic kyphosis. On (B)(6) 2011 brain MRI appears normal 5 (B)(6) 2011 lumbar MRI t2 sagittal sequences verify migration of the l5 spacer causing direct pressure on the right s1 root. The l4 spacer is less severe but causes central stenosis and right-sided compression on the l5 root. On (B)(6) 2012 multiple cervical x-rays show a normal appearing cervical spine. Most maxillary dentition is missing as well as the mandibular molars. On (B)(6) 2012 ap and lateral right hip shows osteonecronic changes in the right femoral head along with pronounced acetabular protrusio. Disuse osteoporosis is evident in the proximal right femur involving trochanters, neck, head, and subtrochanteric region. On (B)(6) 2012 ap and lateral right hip total hip replacement has been performed on the right. Acetabular screw penetrates superomedial acetabular wall. Additional films of pelvis and hips are underexposed and uninterpretable. On (B)(6) 2012 brain CT without contrast appears normal. On (B)(6) 2012 ap pelvis and lateral views of both hips shows the right total hip implant in good position. Avascular changes are no developing on the left side as well, although early and joint space remains.

Event description:
It was reported that the patient presented with significant history of low back pain. The patient had intractable pain and failure of non-operative care. In 2007, the patient underwent posterior lumbar decompression. On (B)(6) 2008, the patient was evaluated for a uti. Urinalysis was wnl. On (B)(6) 2008, patient complained of burning on urination. Had repeated negative ua. Treatment included referral to urology. On (B)(6) 2008, patient complained of uti with no radiation. The patient describes as burning, cramping, dribbling, hesitance and interrupted stream. Ua revealed trace leukocytes and trace protein. Treatment included referral to urology and ob/gyn. On (B)(6) 2009, lumbar spine MRI revealed l4-l5 disc bulge with endplate osteophytic spurring facet arthropathy; moderate neural foraminal narrowing; mild cananl stenosis in transverse dimensions secondary to ostephytic spurring and ligamentum flavum hypertrophy on the right; disc bulge with endplate osteophytic spurring facet arthropathy; mild neural foraminal narrowing; minimal canal stenosis and transverse dimensions secondary to osteophytic spurring. On (B)(6) 2009, patient complained of persistent low back and gluteal pain which radiated to the right thigh. Treatment included physical therapy. On (B)(6) 2010, the patient was evaluated by a neurologist for 3 year history of lower back pain and right leg pain. Recommendation included spinal cord stimulator, and pain management. On (B)(6) 2011, patient complained of bladder pain x 4 days when urinating. On (B)(6) 2011, the patient underwent revision bilateral l4-l5 and l5-s1 lumbar laminectomy; l4, l5, and s1 segmental lumbar instrumentation; l4-l5 and l5-s1 postolateral lumbar fusion; lumbar autograft incision; lumbar autograft and bmp application; l4-l5 and l5-s1 and posterior interbody lumbar fusion; and l4-l5 and l5-s1 application of allograft on anterior lumbar application and biomechanical device interspace. On (B)(6) 2011, the patient complained of back pain with shooting pain into the right leg x 2 weeks. Lumbar CT scan revealed postsurgical laminectomy changes at l3-4 through l5-s1. The pedicle screws and rods appear intact. Pedicle screws are normally positioned and aligned. There is bony fusion along posterior elements at these levels. There is a partial bony defect along the superior endplate of l5 midline and posteriorly on the left. On (B)(6) 2011, the patient was unable to walk with right hip pain. CT scan revealed severe avascular necrosis of the right femoral head with fragmentation and collapse of the articular surface. On (B)(6) 2011, lumbar spine MRI revealed postsurgical changes at l4-s1; abnormally posteriorly migration/displaced intervertebral fusion device at l4-5 centrally resulting in mild to moderate canal stenosis; abnormally posteriorly migrated/displaced intervertebral fusion device at l5-s1 right paracentrally and laterally resulting in moderate right-sided canal stenosis to severe right-sided foraminal narrowing. On (B)(6) 2012, the patient sustained a closed head injury after falling and hitting her head. X-ray of skull was normal. On (B)(6) 2012, the patient underwent an elective right hip arthroplasty. On (B)(6) 2013, patient was evaluated at rehab clinic for chronic back pain and hip pain. On (B)(6) 2013, lumbar CT scan revealed no fractures, no mal-alignment, and atypical positioning of the disc spacer devices. On (B)(6) 2013, the patient complained of low back pain and right footdrop. Treatment included MRI to evaluate left lower extremity pain. On (B)(6) 2013, lumbar MRI revealed fusion has been performed with bilateral pedicle screws at the l4 and l5 levels. The disc is reduced in stature. There are signal intensity changes of the vertebral endplates. A linear metallic plant within the disc interspace protrudes with disc material into the ventral epidural space centrally and on the right effacing ventral aspect of the thecal sac slightly and slightly encroaching on the right lateral recess. There is facet hypertrophy. There is no foraminal stenosis. L5-s 1: laminectomy has been performed fusion has been performed with bilateral pedicle screws at the disc is reduced in stature. There our signal intensity changes of the vertebral endplates. A linear metallic interspace protrudes with a portion of the disc into the right ventral epidural space, encroaching on the right lateral recess. There is facet hypertrophy. There is no foraminal stenosis. On (B)(6) 2013, the patient was seen post fall on (B)(6) 2013. Patient fell down hitting her buttocks. Lumbar spine xray revealed degenerative and discogenic changes with previous fusion of l4-5 and l5-s1. Diagnosed with cervicalgia, lumbago, lumbar ddd, and lumbar radiculopathy. Treatment included medrol dosepak; cervical x-ray, referral for caudal epidural steroid injection, oxycontin, and oxycodone. On (B)(6) 2013, the patient underwent a caudal epidural steroid injection for lumbar degenerative disc disease. On (B)(6) 2013, the patient was evaluated at the pain clinic. Patient continued to have recurrent falls which per the patient was due to her right foot drop. On (B)(6) 2013, the patient was evaluated for chronic low back pain that radiates into the posterior aspect of bilateral lower extremities. Treatment included oxycontin, oxycodone, home exercise program, and follow up in 3 months. On (B)(6) 2006 the patient presented with low back pain radiating into the left lower extremities. The patient underwent a lumbar spine MRI which demonstrated a questionable small soft tissue density in the anterior left spinal canal at l5-s1; disc bulging narrowing the neural foramina bilaterally at the lower two levels; and mild degenerative facet disease with joint inflammation. On (B)(6) 2007 the patient presented with low back pain with right lower extremity radiculopathy. The patient underwent a lumbar spine MRI which showed a stress injury involving the left pedicles at l5 and s1 with facet joint inflammation at l5-s1; a small scar in the anterior left spinal canal at l5-s1; and disc bulging narrowing the neural foramina bilaterally at the lower two levels. On (B)(6) 2007 the patient presented with low back pain radiating into the left lower extremity. A lumbar spine CT showed degenerative facet disease with sclerosis involving the lower spine. On (B)(6) 2007 the patient underwent lab testing. On (B)(6) 2007 the patient underwent a posterior lumbar decompression. On (B)(6) 2007 the result for the biopsy of the intervertebral disc l5-s1 sampled for the (B)(6) 2007 surgery results showed fragments of degenerative fibrocartilage. On (B)(6) 2007 the patient presented with pain and swelling with drainage at the lumbar surgical incision site. On (B)(6) 2007 the patient presented with low back pain and underwent and lumbar spine MRI which demonstrated a paraspinal soft tissue edema most prominent at l2-3; a tiny deeper collection within the surgical bed; degenerative changes at l4-l5 and l5-s1; and ventral epidural soft tissue at l5-s1 which may have represented a scar tissue. On (B)(6) 2007 the patient presented with some inflammation at the surgical site (post laminectomy). On (B)(6) 2007 the patient presented with back pain and underwent a lumbar spine MRI which showed stable mid degenerative changes with foraminal narrowing; stable grade 1 l5-s1 anterolisthesis; and an interval enlargement of the small subcutaneous and deep fluid collections. There was a note made as to the question of an interval surgery and also that an abscess could not be excluded. On (B)(6) 2007 the patient presented with back pain. The patient was prescribed fluorouracil and methadone. On (B)(6) 2007 the patient presented with pain in lower back and it was reported in the encounter notes that the patient had a small seroma collection. The seroma had been aspirated and there was no gross evidence of infection. On (B)(6) 2007 the patient presented with worsening back pain (recent fall). The patient underwent a lumbar spine MRI which showed a decrease in the subcutaneous fluid collection and resolution of deeper collections and stable mild degenerative disc changes. On (B)(6) 2007 the patient presented with back pain and tenderness in the paraspinal muscles. On (B)(6) 2007 the patient presented with pain in the lower back radiating into the left leg. Per the encounter notes: left sciatica. On (B)(6) 2008 the patient presented with neck pain, limitation in neck rom, and parenthesis radiating down into the arms. Per the encounter notes there was no long term signal denervation. On (B)(6) 2008 the patient presented with neck pain radiating into the left upper extremity. The patient underwent a cervical spine MRI which demonstrated findings consistent with chiari 1 malformation. On (B)(6) 2008 the patient presented with a constant burning pain in the lower back and radiating into the legs. The patient reported having fallen on their back. On (B)(6) 2008 the patient presented with back pain and underwent a MRI of the lumbar spine which showed postsurgical changes of l4 and l5 laminectomies with resolved posterior subcutaneous fluid collection and stable mild degenerative changes at l4-l5 and l5-s1. On (B)(6) 2008 the patient presented with pain in the lower back radiating into the lower extremities. There was tenderness over the paraspinal muscle. On (B)(6) 2009 the patient presented with chronic low back pain and underwent a lumbar spine MRI which demonstrated degenerative disc disease at multiple levels with foraminal narrowing. Stenosis with osteophyte spurring l4-5 <(>&<)> l5-s1. On (B)(6) 2009 the patient presented with back pain and underwent lumbar spine x-rays which showed no acute osseous pathology; post -surgical changes demonstrated in the posterior elements of l4 and l5; degenerative arthritic changes at l5/s1 facet joints with a minor first degree spondylolisthesis. The patient also presented with right knee pain and underwent right knee x-rays which demonstrated no acute osseous pathology. The joint space was minimally narrowed on the medial side. On (B)(6) 2009 the patient presented with low back pain radiating into the right lower extremity. The patient underwent a lumbar spine MRI which demonstrated no significant fluid collection or abnormal enhancement; new minimal grade 1 anterolisthesis of l4 on l5; stable lower lumbar degenerative changes with foraminal narrowing. On (B)(6) 2013, per billing records, the patient presented in ER and underwent a body CT scan. On (B)(6) 2013, per billing records, the patient underwent a series of labs. On (B)(6) 2013, per billing records, the patient presented in ER and underwent x-rays. On (B)(6) 2013, per billing records, the patient presented in ER and underwent x-rays. On (B)(6) 2014, per billing records, the patient underwent chest x-rays. On (B)(6) 2014, per billing records, the patient underwent a series of labs.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2013 ultrasound lower extremity no comment (B)(6) 2013 chest x-ray bilateral fluffy parahilar infiltrates o/w normal (B)(6) 2013 lumbar spine series flexion/extension lateral views of the entire spine show previous fusion from l4 to s1 with interbody spacers and pedicle screws. There appears to be no movement through the area of fusion, however the upper spacer (at l4/5), appears to be capstone, is about 40% posterior to the most posterior aspect of the l4 body. This suggests it has migrated although without immediate postop films this cannot be confirmed. On (B)(6) 2014 CT brain no spinal imaging is obtained (B)(6) 2014 chest x-ray no change from film taken on (B)(6) 2013 some cardiac enlargement is suspected. Parahilar infiltrates remain (B)(6) 2014 chest x-ray much improved study with decrease in hilar markings, smaller cardiac shadow and better overall inspiration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2011:lumbar x-rays. Ap shows previous left sided laminectomy at l4 and l5. Mild spondylolisthesis is seen at l4 and l5 both grade one and minimal. Pars defect is seen at l4. Dynamic films show increased slips at l4 and l5 to about 4-5 mm each. (B)(6) 2011: lumbar MRI shows desiccation at l4 and l5 without narrowing or stenosis. Axials show no stenosis. Previous laminectomies on the left are seen. (B)(6) 2011: ap and lateral lumbar show construct l4 to s1 with cross link. Interbody capstone spacers in good position. (B)(6) 2011: xrays again show the same construct in good position. (B)(6) 2011: ap, lateral and oblique views show no changes from previous films. (B)(6) 2011: ap, lateral and oblique views of lumbar construct show no changes. (B)(6) 2011: lumbar CT shows previous construct. No changes. Views are degraded by metal construct. Plain films show abundant fusion and bone around the rods and screws. (B)(6) 2011: intraoperative views with capstone and screws in place without rods. (B)(6) 2011: lumbar x-rays again show construct from l4 to s1 with capstone spacers. Lateral view appears to show the l4 spacer exposed back into the canal about 20%. Oblique views show no additional information. Considerable large bowel gas is seen with some dilatation. (B)(6) 2011: multiple lumbar x-rays show no definite changes from previous studies although the l4 spacer appears to have backed out further and be about 50% out of the disc space and the l5 spacer is now also backed out just over 50%. (B)(6): chest x-ray shows under penetration and poor inspiration. Hilar prominence is noted. No clear infiltrates or cardiomegaly are noted. (B)(6) 2011: ap pelvis shows developing medial protrusion in both hips with possible osteonecrotic changes in both hips. Multiple views of the femur and knees show apparent djd of the knee as well with the afore mentioned protrusion of the hip. (B)(6) 2011: chest x-ray shows possible left lower lobe infiltrate with dilated stomach and excess gas within the stomach. (B)(6) 2011: pelvic CT shows advanced cysts and sclerosis of the right hip including both the acetabular and femoral head side. Protrusion is again noted. (B)(6) 2011: multiple x-rays of the lumbar spine continue to show l4 to s1 fusion now with apparent complete dislocation of both peek capstone spacers. (B)(6) 2011: shoulder x-rays ap, lateral and notch views are apparently normal. (B)(6) 2011: chest x-rays show slight increased thoracic kyphosis without clear infiltrates. Under inflation is apparent. Ddd of the mid thoracic spine is seen. (B)(6) 2011: lumbar MRI capstone spacers are confirmed backed out about 50% outside the disc space with resultant stenosis about the right l5 root and centrally at l4 affecting the central canal. Fusion is not apparent. (B)(6) 2012: multiple skull films without problems in skull noted. Patient is edentulous posterior to the tricuspids. (B)(6) 2012: lateral view of right hip shows tha in good position. Stove pipe femoral canal is minimally filled.